Manufacturer narrative:
Device manufacture date; corrected data: inadvertently did not include product information on initial report.

Event description:
Clinic notes were received indicating that the vns patient was taken to the ER in (B)(6) 2014 for increased seizures and flu symptoms at the time. During a office visit on (B)(6) 2014, the patient reported having five seizures per day. The patient stated that the condition and seizure intensity were the same but that his seizures were occurring more often at night while sleeping. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional lead product information was received from the implanting hospital.